Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) post ventricular sense by the right ventricular (rv) lead. Follow up attempts with the healthcare provider was to no avail. The lead remains in use. No further patient complications have been reported as a result of this event.